Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and received with flat batteries. Voltage could not be recorded as meter would not turn on. Retain batteries gave a voltage of 2.890 v. Did observe battery icon and booklet icon while strip was inserted and uom was selectable and was received at mg/dl. Error 015, 0204, 0300, 0800, and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.